Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with an unknown model aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tavr was performed with a 26mm transcatheter valve.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained from the hospital, it was discovered that the valve explant was due to endocarditis. Since the onset of the disease was after 60 days of valve implant, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that this patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 9 months and 2 days due to flail leaflet, and severe ai secondary to endocarditis. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient presented 8 months and 11 days post implant of a 25mm 11500a aortic valve complaining of chest pain and sob. Cardiology workup revealed nstemi , hf ef 25% and endocarditis secondary to staphylococcus bacteremia. Tee showed flail prosthetic aortic valve leaflet, prosthetic aortic valve vegetations, and severe ai. The patient was initially managed with antibiotics. The patient underwent a valve-in-valve procedure 9 months and 2 days post prosthetic valve implant. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was discharged from the hospital on pod# 4.